Event description:
It was reported that during prep for a rotational atherectomy procedure, the brake malfunctioned. The 90% stenosed calcified lesion was located in a moderately tortuous unknown vessel. The physician was performing ablation using a 1.5mm rotalink plus and a rotawire guide wire, it was noticed the brake on the advancer would not hold the guide wire firmly. The procedure was completed with this device. No complications were reported and the patients status good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the plus unit. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The brake defeat button was tested and no issue was noted. The burr was microscopically examined and the burr was within specification. The rotablator plus unit was visually and functionally examined and the device was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported issue could not be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prep for a rotational atherectomy procedure, the brake malfunctioned. The 90% stenosed calcified lesion was located in a moderately tortuous unknown vessel. The physician was performing ablation using a 1.5 mm rotalink plus and a rotawire guide wire, it was noticed the brake on the advancer would not hold the guide wire firmly. The procedure was completed with this device. No complications were reported and the patients status good.